Event description:
A caller reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised by tandem technical support to perform a system check, but no issues were identified. The customer changed the cartridge and infusion set and resumed insulin therapy.